Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported multiple battery issues with insulin pump. The customer's blood glucose was unknown at the time of incident. The customer states that she changed the battery since she had a change battery now alarm. When she inserted another battery she got a failed battery test alarm. She then changed the battery again and within the hour she got the change battery now alarm. Customer states that this has been occurring since yesterday. Customer was assisted with troubleshooting. Advised customer that device will be replaced and returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts or failed battery test alarms noted during testing. No unexpected replace battery alerts or replace battery now alarms noted in the pump trace download or during testing. Pump trace download analysis confirmed the insulin pump alarmed power error 25. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 due to non-sleep anomaly software error.